Event description:
It was reported that during a transcatheter aortic valve implant procedure involving a 34 mm evolut fx system, the valve had an infold at 80% deployment. Subsequently, the valve was retrieved, and a different valve was loaded and implanted. No patient complications were reported as a result of this event. Additional information was received that a minimal procedural delay occurred due to the infold.

Manufacturer narrative:
Updated data: b5. Second paragraph added additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2, h3, h6. Image review: intraprocedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load. Overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was attempted to be implanted and an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an in fold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was recaptured, removed and replaced with a new valve. The new valve was confirmed a good load. There is evidence of a second pre balloon aortic valvuloplasty prior to the deployment of the new valve. The valve was then deployed just prior to the point of not recapture and depth assessment was performed in the left anterior oblique (lao) view only. Depth appeared to be less than 0 millimeter (mm) on the left coronary cusp. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The valve was recaptured and depth after second deployment attempt was approximately 2-3mm on the left coronary cusp and 4mm in the non-coronary cusp in the lao view. Since depth assessment in the cusp overlap view was not provided, depth on the non-coronary is an estimate. The valve was released successfully without any evidence of infolding and no aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving a 34 mm evolut fx system, the valve had an infold at 80% deployment. Subsequently, the valve was retrieved, and a different valve was loaded and implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; product lot/serial number: 0012425596; product type: heart valves; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.